Event description:
Pt to or for tah, bil s & o, anterior repair. During procedure visiport top came off of shaft of instrument. Small white pieces of plastic found in pts subcutaneous tissue. The instrument fell apart upon insertion into pts abdomen. Pieces were removed by surgeon.